Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer returned the following: test strips lot number: 49682521 with 0 strips remaining. Test strips lot number: 50772022 with 6 strips remaining. Coaguchek xs meter sn (B)(4). The customer's meter and test strip lot 50772022 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): (B)(4). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specification. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago compact max analyzer with neoplastine reagent. At 9:50 a.m. The meter result was 8.0 inr and 8.0 inr. Within minutes, the laboratory result was 5.8 inr. Any changes to the patient's medication were based on the laboratory result. The patient's therapeutic range was asked for but not provided.